Manufacturer narrative:
The investigation of the returned coil system confirmed the implant coil was separated from the pusher. Inspection of the implant found it to be stretched at the proximal end. No evidence of activation using a detachment controller was found on the pusher's heater coil, and the monofilament had a non-mushroom profile, which is consistent with the implant separating due to tensile force.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for analysis. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that an embolization coil unexpectedly detached in the microcatheter without use of the controller. The coil was removed in its entirety without additional intervention. There was no reported patient injury. The patient's current condition is reported to be "fine."